Manufacturer narrative:
The fse visited the customer site and identified that the reported issue was due to malfunction of the ECG module and processor pca. The ECG module (453564489131) and processor pca (453564479071) was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was an ECG issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.